Event description:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
The customer, a biomedical engineer, advised physio-control that due to the age of the device, as well as the costs associated with repair, that they have elected to permanently remove the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.